Manufacturer narrative:
Visual evaluation of the returned device found the tip was peeled and detached however, the very tip of the metal corewire was not exposed. No evidence of corewire fracture was found. Evidence of adhesive remnants were found. Sanding marks could not be found since the exposed core wire is too short. The remaining pebax has evidence of a straight cut which is consistent with a mechanical-caused cut. The complaint was consistent with the reported event however the very tip of the metal corewire was not exposed. The straight cut found in the peeled area of the tip indicates that it was caused by a mechanical source, therefore it is most probable that anatomical/procedural factors could have generated this failure. However, there is a detached section in which mechanical-cut evidence was not encountered. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. There are investigations in place to address distal tip related issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03283 and 3005099803-2015-03308 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03283 and 3005099803-2015-03308 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.